Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in austria. This is the same event as 3010536692-2014-00500.

Manufacturer narrative:
No complaint was alleged against this product. It was removed to facilitate the revision surgery.

Event description:
Allegedly revised due to broken neck. The patient participated in a meeting when he heard a short cracking and felt pains (without decisive reason); no special physical activity. Low activity level.